Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the caller had to jump start the device and it was now charging but was stuck on a power on reset (por) message. The steps on how to bypass the por were reviewed with the caller and it was recommended that the patient continue charging. It was noted that the patient would not feel stimulation until the por was cleared. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that the patient let their battery get depleted and let it go into overdischarge. It was also reported that the manufacturer representative met with the patient and cleared the por message with the physician programmer.